Event description:
It was reported that; implant has reduced in height post op.

Manufacturer narrative:
Device history review; complaint history review; risk assessment; the device remains implanted and is unavailable for evaluation. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. A plausible root cause could not be identified.

Event description:
It was reported that; implant has reduced in height post op.